Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow-up report.

Event description:
Vyaire medical received a customer report of a vent inop issue with transducer fault. During troubleshooting, the distributor's service technician found a transducer fault in the error log. During transducer testing, the mainboard failed. There was no patient involvement associated with this report.